Manufacturer narrative:
Additional information was added to h4, h6, h10. H10: a batch review was conducted for suspected lot r21d08034 and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot#: suspected lot # is r21d08034. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿large chemotherapy spill¿ using a clearlink system continu-flo solution set. It was further reported that high dose of methotrexate was ¿squirting¿ out of the access port closes to the patient. It was further stated that chemotherapy was ejecting from the lower port of the tubing when the patient bent their arm which occluded the peripherally inserted central catheter (PICC) line while chemotherapy was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.